Event description:
Allergan received a report of a patient treated to the flanks and mid abdomen with coolsculpting on (B)(6) 2021 has presented with possible paradoxical hyperplasia. The provider reports the treatment areas are in the shape of the applicators.

Manufacturer narrative:
Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch.

Manufacturer narrative:
Corrected data: d1, d3, d8, d9, g1 and h6.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan received a report of a patient treated to the flanks and mid abdomen with coolsculpting on (B)(6) 2021 has presented with possible paradoxical hyperplasia. The provider reports the treatment areas are in the shape of the applicators.